Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient was hospitalized due to losing their device's ac cord. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.

Manufacturer narrative:
Correction: section b4 date of this report should have been (B)(6) 2026 in the initial report instead of (B)(6) 2026.